Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.